Event description:
It was reported that the insulin pump alarmed button error. Customer unable to use buttons. The blood glucose reading is 158 mg/dl. The insulin pump will be replaced. Customer mentioned that she was hospitalized in 2007 due to high blood glucose. Customer stated that she ran out of supplies. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm observed during analysis. Cracks to the case, reservoir tube lip, reservoir tube, battery tube threads and a scratched lcd window noted.